Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during the attempted implant procedure, the lead required higher amplitude for the patient to feel stimulation. The physician decided to replace the lead with a new lead. No further information is available at this time.